Event description:
Patient had a hysteroscopy, d&c, polypectomy performed. Postoperatively had excessive bleeding and returned to the or. The cervix had a small tear from the tenaculum requiring sutures.